Event description:
Procedure type: eye surgery. According to the reporter: suture breaks at day 9-10 post operatively. Pt allegedly requiring re-operation on the right eye. Pt outcome: temporary loss in functioning.

Manufacturer narrative:
(B)(4).